Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an electrical reset of the device occurred, which may have been due to therapeutic radiation. The device is still in use. No patient complications have been reported as a result of this event.